Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "auxiliary water channel and nozzle" malfunctions could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex videoscope exhibited a white foreign material inside the jet tube and the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the jet tube and the nozzle both had foreign objects. The nozzle was clogged with foreign material, similar to surgical glue. The reported malfunction was likely a result of insufficient reprocessing. Additional findings were as follows: the grip packing ring packing was loose. The switch box had a dent, the air/water cylinder, and the suction cylinder both had no color. Due to burn on c-cover, insulation resistance value at distal end did not meet the standard value. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The plastic distal end cover had a burn, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.